Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsillectomy and adenoidectomy, the water flow of the evac 70 xtra coblator wand was slow and not smooth. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images show the saline connector however it does not show any additional information. The video does not play. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.